Manufacturer narrative:
This report is submitted on september 20, 2021.

Event description:
Per the clinic, the patient experienced a sore spot and subsequently was treated with an ointment (type, date and duration not reported). The implanted device remains.